Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. It is unknown is the qualified component of the viscoelastic was used in the cartridge. The root cause of the complaint of ¿exchanged due to poor vision wrong power¿ cannot be determined. The product was not returned. The root cause may be related to previous lasik. The replacement lens was a difference of 1.5 diopters. The questionnaire stated that a facility representative reported an intraocular lens (lol) that was exchanged due to the iol calculation was complicated by previous refractive surgery, causing poor vision. No further clarification was provided by customer. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to poor vision, wrong power iol. Additional information was requested.